Event description:
It was reported that during lap nissen procedure the buttons on the device were not functioning. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 07/17/2007 information anticipated, but unavailable at this time.